Manufacturer narrative:
During the sensor removal appointment, the hcp observed infection at the insertion site. The sensor was inserted on (B)(6) 2025. The date when the symptoms first appeared and the date when the infection was diagnosed remain unknown. The patient did not provide additional details about the infection except mentioning that it was caused by clear adhesive patches. Patient hung up the call and remained unresponsive thereafter.

Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site, caused by clear adhesive patches. No specific symptoms were shared. The infection was confirmed by the health care provider (hcp). The date of fist occurrence of symptoms is unknown. Treatment details are unknown as well due to lack of response from the patient.